Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) for the lot number 17431088m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4). Concomitant products: lasso navigational variable eco catheter, model #: d-1343-01-s. Lasso with auto ID catheter. Model #: d-1220-82-s. Pentaray navigational eco catheter, model #: d-1282-11-s. Soundstar eco catheter, model #:m-5723-17. Webster coronary sinus with auto ID, model #: d-1353-04-s. C3 external reference patch, model #: d-1283-02. Smartablate pump tubing, model #: d-1320-01-s. C3 interface cable - therapeutic, model #: d-1286-03-s. C3 interface cable ¿ diagnostic, model #: d-1286-01-s. C3 interface cable ¿ diagnostic, model #: d-1287-05-s. Lasso eco cable, model #: m-5852-03. Soundstar eco cable, model #: m-5852-01. Pentaray navigational eco catheter, smartablate generator, model #: m-4900-107. (B)(4) are related to the same incident. (B)(4). Event description continuation: this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure and therefore it is to be considered serious and MDR reportable. Since both of the ablation catheters were used in the patient during the procedure. Therefore, we will be conservatively reporting both of the ablation catheters.

Event description:
It was reported that a patient underwent an atrial flutter (afl) procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade which required cardiac drainage. Initially, the smart touch bidirectional catheter (lot#:17445761m) could not be deflected toward the d curve during the procedure. The issue was resolved by changing to the second catheter (lot#17431088m). This issue was assessed as not reportable as the catheter was unable to deflect. The user was not be able to use the device and had to replace it. The potential risk that it could cause or contribute to a death or serious deterioration in state of health was remote. The generator parameters were set to power control mode at a temperature limit of 42 degree celsius and 25w to 35w. They were using the smart ablate generator and the baseline was displayed at 31-32 degree celsius. There were no error messages observed on the biosense webster equipment during the procedure. During the ablation, the temperature dropped to the 27 degree celsius repeatedly. The temperature was displayed about 32 degrees celsius during the ablation for the cavotricuspid ishmus (cti). A steam pop occurred during ablation. The contact force value was reflecting as 15g. The patient's blood pressure dropped. The cardiac tamponade was confirmed by the ic echo. The cardiac drainage was performed. After, the blood pressure was stable. There is no information about the hospitalization. The patient was reported to be in an improved condition at the time the complaint was reported. The physician commented that he trusted the displayed temperature as the indication for the appropriate ablation. He also stated that in his opinion per his experience in comparing the stockert 70 system and the smart ablate generator, for this procedure the smart ablate generator reflected 4-5 degree celsius lower than if he were to have used the stockert 70 system.

Manufacturer narrative:
Additional information was received on the generator and pump concomitant products. Originally, we reported the smartablate generator product information as model #: m-4900-107 and serial #: unknown. The serial number has now been provided. Therefore, the smartablate generator information is model #: m-4900-207 and serial #: (B)(4). Also provided was a concomitant smartablate pump /mfg #: m-4900-208 / serial #: (B)(4). Manufacturer's ref. No: (B)(4).